Manufacturer narrative:
Additional information: the nc euphora balloon was being used to treat a perforation and not cause a perforation as previously reported. (B)(4).

Manufacturer narrative:
Evaluation summary: there was a detachment on the hypotube 78.6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The hypotube was kinked both proximal and distal to the detachment site. The balloon folds were intact. There was slight deformation to the distal tip.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to treat a severely tortuous and non-calcified distal cx lesion exhibiting 75% stenosis. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The lesion was pre-dilated. The device was inspected and prepped prior to use with no issues noted. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered during delivery and excessive force was used. A kink is reported to have occurred advancing the device inside the guide catheter. Poor guidewire movement was reported during advancement. Sufficient time was given to the balloon to deflate prior attempting to remove the device from the patient. It was also reported that a detachment occurred during withdrawal of the device, the detachment occurred outside the body. The device was kinked and re-straightened during use. No detached portion of the device remained in the patient. It was reported that the patient had a perforation in the distal cx. The physician attempted to stent the dissection however the mdt stent could not get down. There is no allegation of malfunction regarding the medtronic stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.